Event description:
It was reported that during a vats (video-assisted thoracic surgery) lobectomy, the instrument did not fire initially. After disassembling the adapter and repeatedly reassembling it, the device was able to fire however, it was replaced due to concerns about reliability. The devices were replaced with a new product, and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, (lot # c24abm0336) egia30ctavm, egia30ctavm egia30 curved vas med sulu, (lot # n5j1637y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.